Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an episode of inappropriate shocks. No other information was provided. This device remains in service. No further adverse patient effects were reported.